Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: user said the unit did not resume ventilation after the suction maneuver ends. Unit show some number of alarms ("disconnection", and more) but the gas flow was not provided. Later, they claim they checked the unit with the demo lung, with the same result (no gas flow/breath provided). Patient was connected to another ventilator and was not harmed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4) . Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: user said the unit did not resume ventilation after the suction maneuver ends. Unit show some number of alarms ("disconnection", and more) but the gas flow was not provided. Later, they claim they checked the unit with the demo lung, with the same result (no gas flow/breath provided). Patient was connected to another ventilator and was not harmed.